Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was revealed that the trigger was broken. This was attributed to normal wear. Maintenance was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Device was returned for repair. During the service technician found that the trigger was blocked. This is report 1 of 1 for complaint #(B)(4).